Event description:
It was reported that stuck on guidewire occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.0 x 200 mm 200cm ranger paclitaxel-coated pta balloon catheter was selected for use during this endovascular therapy procedure. During the procedure, the ranger device became stuck with a non-boston scientific guidewire. It was noted that the guidewire was inserted from the tip of the balloon and the guidewire appeared from the exit port. When it was advanced further and tried to be inserted into the sheath, it became stiff, and the guidewire could no longer be advanced. The guidewire was removed from the balloon, and the surface of the guidewire was wiped and was reinserted. However, it would no longer come out from the exit port; therefore, a different device of the same size was used, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Device analysis: during the product analysis a boston scientific 0.018 guidewire was advanced through this device with no resistance experienced. The guidewire used by the customer was not returned for analysis. The device was returned with the loading tool still on the device. The balloon was not subjected to positive pressure. A visual and tactile examination of the shaft found no issues. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at the time. Risk review: a risk review performed for the ranger (dcb) confirmed that the event of catheter froze on wire is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was no problem detected. The device was successfully loaded onto a compatible guidewire during analysis. The reported clinical observation was not confirmed.

Event description:
It was reported that stuck on guidewire occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.0 x 200 mm 200cm ranger paclitaxel-coated pta balloon catheter was selected for use during this endovascular therapy procedure. During the procedure, the ranger device became stuck with a non-boston scientific guidewire. It was noted that the guidewire was inserted from the tip of the balloon and the guidewire appeared from the exit port. When it was advanced further and tried to be inserted into the sheath, it became stiff, and the guidewire could no longer be advanced. The guidewire was removed from the balloon, and the surface of the guidewire was wiped and was reinserted. However, it would no longer come out from the exit port; therefore, a different device of the same size was used, and the procedure was completed. There were no patient complications as a result of this event.